Manufacturer narrative:
The subject device was not returned for evaluation. The device has already been disposed of at the facility and cannot be sent. The manufacture date cannot be identified at this time since the serial/lot was not provided. If the serial/lot becomes available, the manufacturer date will be updated. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the distal cover (maj-2315) fell off in the patients oral cavity while scope tjf-q290v was removed from the patient's body. The distal tip cover was recovered, removed from the patient with no harm or injury to the patient. No user injury reported. According to the reporter the scope has been in use for about six moths after delivery. This report (distal cap cover) is related to a report with patient identifier (B)(6) (scope).

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. It is unknown whether or not an anti-fog agent was used. It is unknown whether the discarded tip cover was damaged. It was confirmed that the distal cover was properly attached to the scope during the pre-use inspection. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -after mounting on the scope or during use, some load was applied to the distal cover and it was damaged, making it easy for the cover to come off the scope. Complaint history review: the same issue occurred at the same facility before under patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. Based on the results of the investigation, it is said that the distal cover was easily removed from the scope due to the following causes, and the position of the distal cover gradually shifted during use and blocked the exit of the forceps channel, so that the stent did not slip off: anti-fog agent adhered to the cover and was damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. As described in the instruction for use, 7.3 attaching the distal cover, make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within their facility. The facility carefully reviews and follows the instruction manual. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment. The facility uses care when attaching the distal cover, so that it does not crack. In addition to the above, the following additional information was obtained: after the reported event (detachment of the distal cover) occurred, olympus provided materials on how to handle the distal cover and provided the facility further education. Furthermore, education was given to all facility staff to confirm whether the distal cover was caught on the hook of the scope after attaching the distal cover. During the facility visit, the condition of the distal cover was inspected prior to attaching to the scope. Also, it was confirmed that the distal cover was attached correctly. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their product carton (until time of use) and stored on a shelf next to the procedure room. Just prior to the procedure, a product carton of distal covers is placed on the lower level of the endoscopic retrograde cholangiopancreatography procedure (ercp) wagon located in front of the procedure room. Some of the distal cover sterilization packs were removed from the product carton and placed on the upper level of the wagon (on top of the endoscope - tjf-q290v). The facility reported that they do not know the specific chemicals used when the distal cover detached. However, during the procedure observation by olympus, cleash solution was sprayed on gauze twice, and then the gauze was used to wipe the lens of the scope with the distal cover attached. Occasionally, cotton swabs are used instead of gauze. Gascon drops and physiological saline were administered directly into the body through the forceps channel during endoscope insertion and sent to the forceps channel to lubricate. Contrast (urografin) was administered through the cannula during the endoscope insertion. Xylocaine or null jelly is administered orally to the patient before the inspection. Tap water with gascon drop is typically used during endoscope preparation and pre-use inspection. It was confirmed that a crack has never been observed on the distal cover before attaching it to the endoscope. The following additional observations were made by olympus during the interview: when the user pushed the cover onto the scope, the olympus observer had to pinch it with his thumb and forefinger to push it in place. While confirming that the distal cover would not come off the endoscope after it was attached, it was observed by olympus that the user pulled but did not twist the device. Boston's bloxtm (sbt-546-100) mouthpiece was used during the procedure.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.